Event description:
A patient's meter kept giving the error 5 message. They were walked through a control solution test, which passed. When a blood test was performed, they got the error 5 again. This issue was not resolved with troubleshooting.